Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Product was not returned for evaluation at this time. Per specification, quality control verifies the inside diameter of cannula is open and free of foreign matter and that the beveled edge does not shave the outer layer of the tubing when tubing is withdrawn through the stiffening cannula. Without the return of the actual device, we are unable to determine what may have led to this failure. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.

Event description:
A 5-2f blue catheter was being administered over the puncture needle. The inner few centimeters separated against the cannula and dislodged into pulmonary artery; however, retrieved with a snare. The patient did not experience any adverse effects due to this observation.